Manufacturer narrative:
This complaint is not confirmed. It is essential to follow the product's IFU to avoid catheter damage - in this case especially the contact with organic solvents like alcohol and the use of small syringes. As the catheter worked for 7 days and each catheter is flow and leak tested during production, a manufacturing fault seems to be very unlikely. This is the 2nd complaint for batch 6275791 and the 3rd for batch 6525020. This is the 6th complaint for code 1252.232m concerning a leaking catheter (all the same customer). Without having a faulty sample available for examination, no further investigation is possible. Corrective/preventative action: no corrective action at this point in time. However, both vygon (B)(6) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Dressing change due on day 7. Line found to be leaking after dressing change completed. Patient outcome: line removed, new line inserted.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Dressing change due on day 7. Line found to be leaking after dressing change completed. Patient outcome: line removed, new line inserted.